Event description:
A patient reported severe jaw pain and discomfort. On a later date the patient called back and stated that he had not been diagnosed with temporomandibular joint pain (tmj). The patient said that he wore his step 1 for 1 full week and woke up not able to open his mouth more than an inch and his jaw was locked for most of the day. He did warm compress and was able to get his aligners off and stopped using his hyperbyte for another week, but he was still having jaw pain/locking. At this time the patient has stopped wearing his aligners for a few days and his jaw is starting to feel back to normal so he can talk and eat without his jaw locking up, but it does click a lot more still when opening his mouth now. The patient says he's not really concerned about the discomfort, but his jaw locking doesn't sound normal.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.